Manufacturer narrative:
Continuation of d10: concomitant products information references the main component of the system. Other relevant device(s) are: product ID: mas0301-02s product ID: asm0206, serial/lot : (B)(6). A medtronic representative went to the site to perform a system check out and they found that the system functioned as intended. There are multiple device codes. Below clarifies what each is associated with. A05 - bent oblique extender a051205 - arm hit patient a0908 - deviated screws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a case, when lowering the surgical arm in the oblique, the arm moved quickly and "flew" into the patient. This caused a patient shift and deviated screws. The deviation was 3 to 5mm. The case continued by re-registering the patient and replacing the screws. It was also felt that the oblique extender might have been bent. There was no patient harm and the procedure was delayed less than one hour.